Event description:
It was reported that the nail has been broken. The locking screw was also found to be broken.

Event description:
It was reported that the nail has been broken. The locking screw was also found to be broken.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR). The locking screw returned was documented as having met specifications prior to distribution. During investigation no material, design or manufacturing related issues were found. The appearance of the broken 35 mm locking screw indicates that the screw suffered under extreme load bearing during implantation period. This also matches with significant material abrasion inside the distal round locking hole of the nail. The locking screw also broke in a fatigue manner due to overload. In the surgical report of the revision surgery the surgeon states: ¿¿ the subtrochanteric fracture is a complete pseudo-arthrosis without any evidence of fracture healing. ¿¿ intra-operatively implant damages as well as adverse effects like delayed or non-union (pseudo-arthrosis) are listed in the IFU as contribution to the implant breakage. Thus, it can be concluded that the reason for the implant failure is not device but patient related.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.